Manufacturer narrative:
There are no reports of any failure or malfunction of the system or its components beyond migration of the lead and all original components remain implanted and in use. There are no reports of any specific events taking place after the implant that may have contributed to movement of the implant. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the superior cluneal nerve. After using the system for a short time, the left lead was found to have migrated away from the intended nerve target. Surgical revision was performed on (B)(6) 2026 to reposition the existing lead to place it back at the original intended location. No components were removed or replaced during the procedure.